Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed that the luer lock was separated from the tubing. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink solution administration set came apart at one of the junctions during infusion. The umbilical venous catheter was backed up with blood and total parenteral nutrition. Lipids and blood leaked from the separation site. There was no patient injury or medical intervention associated with this event. No additional information is available.